Event description:
Pt was undergoing surgery for left total hip when the drill guide instrument snapped into two pieces while being used. Intraoperative x-rays were obtained to verify no foreign objects or instrument pieces remained in the wound. The tip of the drill guide that broke off was lost during washing of the instruments. FDA safety report ID# (B)(4).